Manufacturer narrative:
The device was available for evaluation. One elsa implant was returned due to migration of the implant postoperatively. The spacer was used in a single level llif to treat disc degeneration of the l3/l4 level (dos: (B)(6) 2019). The spacer was expanded to 11mm, and supplemented with 2 bone screws (5.5x50mm screw in l3, 5.5x45mm screw in l4). Post-op images of this procedure were not available for review. The patient had previous hardware in the l4/l5 and l5/s1 levels. In 2023, the patient reported acute pain. The provided follow-up imaging showed that the elsa construct had laterally migrated out of the l3/l4 disc space, and had fused in that position. It could not be established if the cage had collapsed. Revision surgery was completed to explant the spacer (dos (B)(6) 2023). Upon removal of the implant, the top and bottom endplates of the device disassembled from the ramps. Initial observation of the spacer showed that the tracks on the superior endplate were severely damaged, and were unable to interface with the front ramp. Additionally, the drive screw, front ramp, and back ramp all had scratches through the anodization layer, and other signs of damage. It is likely the implant disassembly was due to this damage the implant experienced while removing it from the fused l3/l4 level, however no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed due to an elsa spacer migration post operatively, causing patient pain. This event occurred in australia.